Event description:
During the initial stages of the stenting procedure involving a coronary stent with delivery system which was intended to be used to place a stent at the target lesion site in the pt's right coronary artery, the pt went into ventricular fibrillation. Difficulty was encountered while attempting to remove the stent from the access site and the pt was subsequently sent to the operating room for stent removal. There were no add'l complications reported relative to this event.